Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image failure with the olympus video system center during a laparoscopic gynecological procedure. The procedure was completed using a backup device with less than 30 minutes delay. No reports of patient harm .